Manufacturer narrative:
The product has been evaluated by the distributor.

Event description:
It was reported in a service report that the fowler was stuck at 90 degrees. No pt involvement or adverse consequences were reported.